Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Pressure testing and clear passage testing determined that the device was within specification. The device passed functional testing with no issues noted. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported difficulty flushing a one-link needlefree IV connector. According to the report, the customer stated they were attempting to flush the line with blood and were unable to. This event did not involve a patient. No additional information is available.